Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the cartridge couldn't be released. The reload is hard to unload. It locked on tissue for a while. Surgeon used other instrument to remove reload from tissue. Medical intervention was not required. Re-intubation/re-cannulation was not necessary. Surgery time was not extended by 30 minutes or more. Current condition of the pt was not affected. No reinforcement material was used. There was no tissue damage. There was no bleeding reported in excess of 500cc.